Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was found damaged during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "nursing reported a product failure for two sizes of IV catheters 18g and 20g serial# (B)(6) lot# 9345385."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was found damaged during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "nursing reported a product failure for two sizes of IV catheters 18g and 20g serial# (B)(4) lot# 9345385."